Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to t-wave oversensing. The s-ICD was reprogrammed from the secondary to the primary vector and remains in service. No adverse patient effects were reported.